Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed. Mfg report 1 of 2, medwatch report # 3004209178-2011-81937.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the cause of his death has not been determined yet. The medical examiner stated that the reservoir will be returned for analysis, and once the testing is complete, the insulin pump would be returned to the family of the deceased. No further information was provided.